Event description:
Customer alleged blood glucose results of hi (greater than 600 mg/dl) and 127 mg/dl when tests were performed within 2 minutes on the advantage system. Customer reported no symptoms and reported no treatment/action based on results. No adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.